Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump "reset occurred - low battery" on (B)(6) 2010; pump was in safe state. The pump contained baclofen 4000 mcg/ml. The pt did not have withdrawal per the rptr. A f/u report will be sent if add'l info becomes available.